Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and no delivery alarm on the insulin pump. Customer's blood glucose level was over 1000 mg/dl. Customer experienced mild diabetic ketoacidosis and treated their high blood glucose via insulin pump and manual injections. Customer was unable to troubleshoot for the no delivery alarm as it was a past event. Customer advised they were wearing the insulin pump at the time of the hospitalization. Customer performed and passed both the displacement and self-tests. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.